Manufacturer narrative:
Sections a2 and a3 have been updated to include the patients age and gender.

Manufacturer narrative:
Section b5 has been updated to include additional event details provided by the customer. Section d2 has been updated to reflect product code knt. Section d4 has been updated to reflect model/catalog number 8884721252 and UDI number (B)(4). Section h5 has been updated to reflect "for single use" - yes.

Event description:
The customer reported that the patient had a nasoenteral probe placed on 04/08/20 and had a loss of appetite. A tomography was performed, visualizing the distal portion of the nasoenteral tube (15cm). The foreign body was removed by an upper digestive endoscopy. The foreign body was reported by the endoscopist as a probe piece. Additional information was received stated that per the endoscopy report of the patient, the esophagus, stomach, and duodenum were all normal from an endoscopic point of view. The foreign body was in the gastric chamber.

Manufacturer narrative:
Date of event has been corrected to reflect an event date of (B)(6) 2020.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient had a nasoenteral probe, with an unknown product ID and lot number, placed on (B)(6) 2020 and had a loss of appetite. A tomography was performed, visualizing the distal portion of the nasoenteral tube (15cm). The foreign body was removed by an upper digestive endoscopy. The foreign body was reported by the endoscopist as a probe piece.